Event description:
When opening a xenosure biologic patch, the clear lining of the inside of the lid was loose and not adhered inside the cap and fell part way on the outside and partway on the inside of the container. Then completely sunk into the container at a diagonal. Product was then contaminated, and we had to open another one.